Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware.

Event description:
It was reported that the spinal cord stimulator (scs) paddle of the patient was suspected to be pressing on the spinal cord and causing numbness in the arms and legs. The patient underwent a spinal cord stimulator (scs) paddle lead reposition and the physician did a decompression/laminectomy procedure. The patient was doing well postoperatively. The device remained implanted and in service.